Manufacturer narrative:
Corrected b5.

Event description:
The following was reported to gore on (B)(6) 2025 from the imaging database: on (B)(6) 2024, this 77-year-old male patient underwent endovascular treatment as a planned procedure for an abdominal aortoiliac aneurysm. The patient was treated with one gore® excluder® aaa conformable endoprostheses, two gore® excluder® aaa endoprostheses, two gore® excluder® iliac branch endoprostheses and one gore® viabahn® endoprosthesis with heparin bioactive surface. The iliac branch component was implanted in the right common iliac artery. The internal iliac component was implanted in the right internal iliac artery. The gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the right internal iliac artery. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were multiple adjunctive procedures: embolization and coils plus stent graft placement. The patient was discharged home on december 22, 2024. On (B)(6) 2025, it was noted the patient had a cta follow up. Loss of patency was present in the right internal iliac artery. It is noted to be related to the gore® excluder® iliac branch endoprosthesis (internal iliac component). No further information is provided at this time.

Event description:
On (B)(6) 2024, this 77-year-old male patient underwent endovascular treatment as a planned procedure for an abdominal aortoiliac aneurysm. The patient was treated with one gore® excluder® aaa conformable endoprostheses, two gore® excluder® aaa endoprostheses, two gore® excluder® iliac branch endoprostheses and one gore® viabahn® endoprosthesis which was implanted in the right internal iliac artery. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were multiple adjunctive procedures: embolization and coils plus stent graft placement. The patient was discharged home on (B)(6) 2024. On (B)(6) 2025, it was noted the patient had a cta follow up. Loss of patency was present in the right internal iliac artery. It is noted to be related to the gore® excluder® iliac branch endoprosthesis (internal iliac branch component). No further information is provided at this time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this 77-year-old male patient underwent endovascular treatment for an aortoiliac aneurysm. The patient was treated with a gore® excluder® conformable aaa trunk ipsilateral leg endoprosthesis device in the infrarenal abdominal aorta, a gore® excluder® aaa endoprosthesis contralateral leg device and a gore®¿excluder®¿iliac branch endoprosthesis iliac branch component (ibc) device in the right common iliac artery, a gore®¿excluder®¿iliac branch endoprosthesis internal iliac component (iic) device in the right internal iliac artery, a gore® viabahn® endoprosthesis with heparin bioactive surface device in an unspecified location, and a gore® excluder® aaa endoprosthesis contralateral leg device in the left external iliac artery. The sites were accessed percutaneously on the left and right. The gore® devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. The patient also had embolization with coils of the accessory renal artery, inferior mesenteric artery, internal iliac artery, lumbar artery vessel(s), and other areas [not specified], as well as a stent graft in a not specified location during the procedure. The patient was discharged home on (B)(6) 2024. On (B)(6) 2025, it was noted the patient had a cta follow up. Loss of patency was present in the right internal iliac artery. It is noted to be related to the gore® excluder® iliac branch endoprosthesis (internal iliac component) and gore® viabahn® endoprosthesis with heparin bioactive surfaces. No further information is provided at this time. The following additional information was received on august 4, 2025, from the medidata study database and imaging email: on (B)(6) 2025, it was noted the patient had a cta follow up. Loss of patency was present in the right internal iliac artery. It is noted to be related to the gore® excluder® iliac branch endoprosthesis (internal iliac component) and gore® viabahn® endoprosthesis with heparin bioactive surfaces. No further information is provided at this time. The following was reported to gore on august 7, 2025, from the medidata study database and change email: on (B)(6) 2025, the patient had occlusion of the gore®excluder®iliac branch endoprosthesis internal iliac component (iic) device. The patient did not require hospitalization or medical or surgical intervention or treatment. The adverse event is noted as ongoing. On (B)(6) 2025, the patient had buttock claudication. The patient did not require hospitalization or medical or surgical intervention or treatment. The adverse event is noted as ongoing.

Manufacturer narrative:
Updated b5.